Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, during the first firing of the jejunum with a white reload, the surgeon waited the 15 second for the tissue to compress then fired it correctly. One side of the staple line had malformed staples, the other side formed fine. They reloaded the device with another white reload and resected the 1-2 cm of the bowel and continue with jejunum- jejunostomy. A blue reload was used for the gastro-jejunostomy. On the last two firing of the gastro-jejunostomy the same thing occurred with the malformed staples on one side. A total of 5 white and 4 blue cartridges were used with the same device throughout the procedure. (B)(6).